Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: a photo was provided for evaluation. The photo showed a piece of plastic particulate on the syringe stopper therefore failure mode is verified. This was confirmed by examination of the physical sample. The material is plastic dust. Plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. Machinery is cleaned multiple times each day. All operators follow a gowning procedure to reduce foreign matter brought into the manufacturing area. All syringes have the interior flushed with ionized air to remove any potential foreign materials no corrective actions are required at this time as the defect rate is within allowed quality limits per bd¿s specifications. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip contained foreign matter. No serious injury or medical intervention was reported.